Event description:
It was reported that the user experienced nocturnal hypoglycemia with a reported glucose value of 64 mg/dl, while using the ilet device and responded by consuming carbohydrates before bed, which led to subsequent hyperglycemia and automated corrections; the user treated lows with oral glucose sources including juice and milk, and troubleshooting and education were completed including review of low glucose protocol and the offer to connect with a trainer for target adjustments. Symptoms included no physical complaints. Outcomes included user frustration and sleep disruption without need for medical intervention. Investigation included a technical support review focused on use patterns, glucose management education, and protocol reinforcement. Investigation of this case revealed user behavior contributing to glycemic variability, specifically bedtime carbohydrate intake intended to prevent lows that resulted in counterproductive corrections. It was concluded that the device functioned as designed and that the event was attributable to use pattern and glucose management choices rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.